Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 280 mg/dl and a correction bolus was delivered to address the high bg. The customer did not know the cause of the high bg. As the event had occurred in the past, troubleshooting to determine a possible cause was not performed.